Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-dec-2022. H6: investigation summary: our quality engineer inspected the 1 sample and 1 photo submitted for evaluation. The reported issues of catheter damaged/defective (blood exposure) and blood excess / splash / spill / exposure were not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages present on the returned sample. The sample underwent leakage testing and the sample passed with no signs of leakage. Bd cannot determine a manufacturing related root cause since the defect was not confirmed in testing. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria, and no issues were detected during manufacturing process.

Event description:
It was reported by the customer that the bd nexiva¿ diffusics¿ closed IV catheter system sprayed out. The following information was provided by the initial reporter: while placing the catheter, rn was pulling back the needle and while doing so blood came out and sprayed rn in the chest.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd nexiva¿ diffusics¿ closed IV catheter system sprayed out. The following information was provided by the initial reporter: while placing the catheter, rn was pulling back the needle and while doing so blood came out and sprayed rn in the chest.